Event description:
Boston scientific received information from a family member that that this cardiac resynchronization therapy defibrillator (crt-d) delivered three shocks. On the first shock the patient had passed out, the second was in the ambulance, the third at home the following night. The physician advice was to take 400 mg of amiodarone and scheduled an appointment. The device was interrogated twice at the hosptial and a physician stated that the device had normal operations. They were told that it might have been an elctrolite imbalance, however the blood work was normal. There was expressed concern about the device tracking therapies and lack of communication as to why the patient received shocks. The field representative stated that the patient received anti-tachycardia pacing which accelerated the patient's ventricular tachycardia resulting in the patient passing out.